Manufacturer narrative:
(B)(4). Evaluation, results: broken handle. Shipment. Conclusion: broken handle. The delivery system has been received and the evaluation has been completed. The device was returned in the shelf carton seated in the thermoformed tray. There was severe crease damage at the proximal end of the shelf carton (28cm from the edge). Upon removal of the tray, the delivery system back end was severely damaged. The screw gear was broken and the hypotube was bent. The complaint was confirmed. The backend was severely damaged and broken. The damage most likely occurred during shipping.

Event description:
A valiant stent graft delivery system was selected for the endovascular treatment of a thoracic aneurysm. Aneurysm and vessel morphology were not a factor as the device was not used in the patient. It was reported that the delivery system was received with damage to the handle upon receipt at the hospital. The device was received and the evaluation has been completed. No clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).